Event description:
Reporter indicated that pt is experiencing ptosis in the left eye following implant surgery. The pt is reportedly unable to open their left eye completely. Additionally, the pt reported that initially after the implant surgery, an area under the chin was numb on the left side. Currently the chin area now feels more like a bruise and the numbness is no longer as evident. The feeling under the chin is now described as a stinging or poking sensation that comes and goes. Both symptoms occurred post-operatively and are not related to stimulation. Physician is unsure at this time whether the condition will be permanent. The physician indicated that it is possible that some nerve damage occurred during implant surgery and that it may resolve in time or may be permanent. Physician attributed the pt's symptoms to traumatic horner's syndrome. Stimulation was initiated on 8/2002 and the pt has tolerated parameter adjustments well. The pt has been referred to a neurosurgeon for a second opinion.